Event description:
Reportable based on analysis completed on 09/27/2011. It was reported that during an embolization treatment procedure, a coil failed to detach. The aneurysm was located in the internal iliac artery. Several bsc coils were deployed via a 0.027 non bsc catheter. A 8mm x 20cm interlock detachable coil was advanced through a 0.027 non bsc catheter. However, upon deployment the coil failed to detach in spite of complete exposure. The procedure was completed with deployment of additional bsc coils. No patient complications were reported and the patient status is stable. Analysis of the returned device revealed the coil and pusher wire were stuck at the catheter distal tip protruding from the device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a terumo progreat catheter, pusher wire and coil were returned. The coil and pusher wire were inside the catheter stuck at the catheter distal tip. The catheter shaft below the hub was severely stretched. The pusher wire that was exposed was inspected and kinks were present at the proximal end and distal end. The coil that was exposed was inspected and a kink was noted which indicates force was used. Several attempts were made to advance the coil and pusher wire without success. The interlocking arm of the pusherwire ss coil was inspected and no damage was noted. As the pusher wire and coil were stuck in the catheter the pusher wire dimensions and some of the coil dimensions could not be measured. However the dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A terumo progreat catheter with an inner diameter of 0.027in was used in the procedure which is not compatible with the f-idc coil. The inner diameter of the terumo progreat catheter at 0.027in is greater than the recommended inner diameter of 0.021in. The most probable root cause was determined to be user related. (B)(4).